Event description:
Event description boston scientific crm received information that the patient was admitted to the hospital for syncope. There were pauses lasting 8 seconds. There was noise on the ventricular lead that was causing oversensing. During a procedure to address the issue, the lead was found dislodged.